Event description:
It is reported to us that the stenting physican was unable to advance the balloon expandable coronary stent with delivery system to the target lesion site due to tortuous anatomy of the target vessel. When the stent delivery system was removed from the pt, it was noted that the stent had dislodged from the balloon catheter. The stent was assumed to have embolized to an unk location in the pt's body. No complications or adverse symptoms relative to this procedure are reported.